Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was used in cystoscopy with stent procedure. During the procedure, it was noticed that the stent broke apart. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of stent shaft break was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a tria ureteral stent was used in cystoscopy with stent procedure. During the procedure, it was noticed that the stent broke apart. The procedure was completed with another of the same device and there were no patient complications reported.